Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In this case, based on the reported information, the difficulty retrieving the filter (retraction problem) was likely due to excessive embolic load preventing the filter from being able to fully collapse into the retrieval catheter. Unexpected medical intervention was required by using a new retrieval catheter from a new emboshield nav 6 eps to successfully retrieve the filter. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a mildly calcified and tortuous re-stenosed lesion in the right superior femoral artery (sfa). After an emboshield nav6 embolic protection system (eps) was prepared with no issues, the eps was advanced and deployed at the tibioperoneal trunk (tp). Following the filter deployment, a suction catheter was advanced to the lesion to remove a large amount of the emboli from the vessel and the filter. At this point the retrieval catheter was attempted to be used to remove the filtration element; however, the filtration element was noted to pull into the sheath but could not be fully collapsed and removed from the anatomy. Therefore, a new retrieval catheter from a new emboshield nav 6 eps was used to retrieve the deployed filtration element, and the procedure was completed. There were no adverse patient sequela nor clinical delay. No additional information as provided.